Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, in trying to resect the stomach, firing could not be done at all. This issue occurred on two reloads. To resolve the issue, a new reload was used with the same handle, adapter and shell. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: sigphandle sig power sigphandle handle (serial (B)(6) sigpshell sig power sigpshell control shell (lot unknown); sigadaptstnd sig power sigadaptstnd linear adapter (serial unknown); egia60amt egia60amt egia 60 artic med thick sulu (lot p4a1075). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.